Event description:
The customer returned the product for a system error, and during physical inspection it was found that the latch/lock sensor had fluid damage. After investigation the results indicated a reportable malfunction due to the damaged latch/lock sensor. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a latch/lock sensor that had fluid damage and a error 41541 in the ehl memory. The cause of the customer reported problem was the fluid damage on the mainboard near the latch/lock sensor. After investigation the results indicated a reportable malfunction due to the fluid damage on the latch/lock sensor. Service history review identified that the device was last serviced october 22, 2024, for an issue related to the customer reported issue here. The manufacturer representative planned to replace the mainboard.